Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that therapy never worked. The patient has therapy shut off the patient refused to give a new doctor's name. They didn't put the system in the right place under her option. They said they were putting the stimulator on the right side, and that is where they put it. She wanted to know why they were putting it there when, in the trial, it never worked on the right side. She said she tried all kinds of settings, and they had different consultants go and see her.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported they were not satisfied because it was not helping with leakage. They also stated the first day or 2, the sites were sore and it hurt to sit. They stated it was getting better. Stimulation option to increase was reviewed. They increased from 0.7 to 0.8 and initially felt uncomfortable and achy, but decided it was ok to leave stimulation set there. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They called back inquiring about meeting with a local manufacturer representative (rep) because they needed a therapy adjustment. Information was reviewed with the patient and they were redirected to their health care professional (hcp) office. The patient did not want any assistance from patient services. No further complications were reported at this time. Additional information was received from the patient. They reported that they continue to have bowel incontinence. When they feel the urge to have a bowel movement first thing in the morning they are not able to get to the bathroom in time. Leakage is also worse while being outdoors. Last summer it would gush but then was much better but now is leaking before they can get to the bathroom. Patient does not want to increase amplitude because they do not want their vagina to flutter. Patient asked for assistance changing programs. Reviewed how to change from program 6 to program 7. Patient stated they are feeling stimulation sensation at the ins pocket not the vagina, which they actually prefer. Reviewed it is not normal to feel stimulation at the pocket site and recommended patient follow up with managing physician. Patient then mentioned that when they had a doctor's appointment in march they were told the battery was starting to run out and scheduled patient a follow up appointment for what patient thinks was around september but was not sure.